Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op. /infection (bladder/ urinary tract/vaginal) type:"difficulty urinating""), urinary retention postoperative ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op."), stress urinary incontinence ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op."), uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, dysuria, urinary retention postoperative, stress urinary incontinence, uterine prolapse, migraine, headache, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered amenorrhoea, anxiety, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary retention postoperative, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tubal ostium was identified and 8n essure coli was placed into this fallopian tube, released and six coils were noted to extend into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Weight gain, uti, pelvic pain, dyspareunia. Uterine prolapse, stress incontinence, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received: aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), migraines, anxiety, dysmenorrhea (cramping) , dysuria, urinary retention postoperative, stress urinary incontinence, dyspareunia (painful sexual intercourse), weight gain, uterine prolapse, headaches and urinary tract infection. Medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. Previously administered products included for an unreported indication: depo-provera from 2003 to may 2010. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and stress urinary incontinence ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op."). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse) ,"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and amenorrhoea ("amenorrhea"), 2 months 14 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/frequent utis"). On (B)(6) 2018, the patient experienced dysuria ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op. /infection (bladder/ urinary tract/vaginal) type:"difficulty urinating""), migraine ("migraines") and headache ("headaches"). In (B)(6) 2018, the patient experienced urinary retention postoperative ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op.") And dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, dysuria, urinary retention postoperative, stress urinary incontinence, uterine prolapse, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary retention postoperative, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tubal ostium was identified and 8n essure coli was placed into this fallopian tube, released. And six coils were noted to extend into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Weight gain, uti, pelvic pain, dysparunia. Uterine prolapse, stress incontinence, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New events abdominal pain, lower back pain was added. Onset date of events was added.historical drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op. /infection (bladder/ urinary tract/vaginal) type:"difficulty urinating""), urinary retention postoperative ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op."), stress urinary incontinence ("bladder or urinary problems or changes -genuine stress incontinence, dysuria, retention post op."), uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse) ,") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, dysuria, urinary retention postoperative, stress urinary incontinence, uterine prolapse, migraine, headache, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered amenorrhoea, anxiety, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary retention postoperative, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left tubal ostium was identified and 8n essure coli was placed into this fallopian tube, released. And six coils were noted to extend into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Weight gain, uti, pelvic pain, dysparunia. Uterine prolapse, stress incontinence, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.